Event description:
It was reported that during an unk procedure, the hand activation of the device did not work during the test. The hand activation buttons did not respond. Procedure was completed with a same like device. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.